Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed an infection at the implantation site (chest) a month after implantation. It was reported that the infection symptoms were ¿blebs and pus¿ at the implant site. The patient was hospitalized but the infection was not resolved ¿until now¿. The healthcare professional suggested explanting the product until the wound healed and then re-implanting.